Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, pain, kidney stones, kidney cyst, depression, anxiety, abdominal distress, can't keep on task. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported pain, kidney stones, kidney cyst, depression, anxiety, abdominal distress, and can't keep on task are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the left common femoral vein due to deep vein thrombosis (dvt). Patient is alleging organ and vena cava perforation. Patient further alleges "pain in my lower left flank in stomach. Also now having kidney stones in left kidney, and cyst on left kidney that is small." Depression, anxiety, abdominal distress, can't keep on task per CT report, "the four tines of the ivc filter appear to just extend beyond the anticipated walls of the ivc. For example, anteriorly this extends beyond the wall by approximately 0.8 cm..." "The right-sided tine just extend beyond the ivc wall by 0.6 cm" "the left-sided tine extends just beyond the ivc wall x 0. 7 cm... And additionally just contacts the right abdominal aortic wall. The posterior tine extends beyond the posterior ivc wall x 1.3 cm..."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2005 and underwent a computed tomography (CT) scan, approximately 12 years and 8 months later, which revealed that the filter had moved since implantation as several struts of the filter were now perforating through [the patient's] ivc wall with [at] least [one] strut abutting the abdominal aorta. Hospital and medical records have been requested, but not yet provided.